Manufacturer narrative:
Correction: section d information references the main component of the system. Other relevant device(s) are: product ID envpro-16 lot 0010037868, use by date 2021-11-27, UDI (B)(4). Update: h.6 device code conclusion: the device history record of the valves were reviewed and showed that these product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images were provided to medtronic for review. Per the image report, there was only one valve load check for this event. The imaging provided confirmed there were multiple attempts to implant the valve and upon release dislodged into the left ventricle. A second valve was deployed in to the first valve in a shallower position. The final angiogram confirmed there was severe pvl present. There was no evidence of the valves being explanted for this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the valve dislodged toward the ventricle and was too low, resulting in severe pvl. The imaging confirmed that the valve dislodged, however the cause of the dislodge cannot be determined with the limited information available. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others, and a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. There was no indication that a product defect/failure caused or contributed to the valve dislodgement. Cardiac arrest is a known potential adverse effect per device instructions for use (IFU). The root cause of the cardiac arrest is unknown as it may have been attributable to a combination of the reported events and other predisposing factors. Subsequently, a second valve was implanted too high and moderate-severe pvl was noted. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the valve was implanted too high which may play a role in the pvl noted. The imaging review confirmed that a second valve was deployed into the first valve in a shallower position. The final angiogram confirmed there was severe pvl present, however the cause of the valve implanted too high cannot be determined with the limited information available. Potential factors that can affect the accurate delivery of the valve include anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the dcs during positioning. Inaccurate delivery events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. This event does not allege a device malfunction occurred. There was no indication that a product defect/failure caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolut pro-29, serial/lot #: (B)(4), ubd: 10-jul-2020, UDI#: (B)(4). Product analysis: both explanted valves were discarded, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was in the correct position and upon release from the delivery catheter system (dcs), the valve dislodged toward the ventricle and was too low, resulting in severe paravalvular leak (pvl). The patient went into cardiac arrest. A second transcatheter bioprosthetic valve was implanted too high with the inflow portion above the first prosthetic leaflets. Moderate-severe pvl was noted as blood was passing below the second valve, through the frame into the first valve. The valves were surgically removed and a surgical valve was implanted. No additional adverse patient effects were reported.